Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the white o-ring from flapper valve fell into pt. It was retrieved without difficulty. The incident was noted when losing pneumoperitoneum. Surgeon concerned that this may have occurred in the past without him knowing. From lap chole tray; ftr32. There was no consequence to the pt.